Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet and the screen bezel separated at a seam; the user applied tape to secure the housing, the device continued to function, and a replacement was provided with education on shutdown, data sync, and start-up. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included continued insulin therapy with the user¿s cgm and receipt of a replacement device. Investigation included review of user report, shipping and delivery records, and troubleshooting with education. Investigation of this device revealed mechanical housing damage consistent with screen bezel separation, with no evidence of performance malfunction and no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage from user handling.